Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's screen is dim. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The screen is dim, and the customer is unable to make adjustments. The customer requested replacement parts. Per a good faith effort (gfe) response received, it was confirmed that the customer did not order the whole user interface (ui) assembly. Instead, they ordered the internal parts (2nd generation liquid crystal display assembly, 2nd generation lcd cable, ui pcba to lcd cable 2nd generation ui pcba, 2nd generation lcd tray, screws) so they can do the work themselves. The customer replaced the internal parts ordered to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed. The defective part has been scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.